Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on a unknown date and, due to pain (interpreted as pelvic pain), she was submitted to a surgical removal of essure. Pelvic pain is anticipated in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. A product technical analysis is being sought. Further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain in a (B)(6) year-old female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. Most recent follow-up information incorporated above includes: on 18-jul-2017: final report ticked. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.